Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented for follow-up, high capture threshold and a decrease in rv sensing were observed. Alerts for non-sustained lead noise were also noted. Stored egms revealed noise on the pace/sense channel. The lead was explanted when repositioning was unsuccessful. It was also noted that the device was flipped over in the pocket and required repositioning. The patients condition was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.